Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding and infection could not be conclusively determined. Bleeding and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 with their right foot bleeding and with pus. The patient also had an open chest wall wound. The patient¿s chest wall wound was cultured and found to have (B)(6) which is chronic. The patient¿s chest wall wound was cleaned and well granulated granulating. The patient¿s foot underwent additional transmetatarsal amputation on (B)(6) 2020 and the wound closure was completed on (B)(6) 2020. The patient was on 28 days of vancomycin and now 14 days of doxycycline to end on (B)(6) 2020. The patient was discharged on (B)(6) 2020. The issues reported to have resolved with sequela and now on oral antibiotics for chronic osteomyelitis right foot. No additional information provided.